Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings:.during investigation,the black box begins on (B)(6) 2017. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient had oral surgery on (B)(6) 2013 and prior to that continued to have low blood glucose (bg) levels. The patient had a bg of 3.2 mmol/l. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient was treated but did not rise as quickly. The reporter stated that a week ago the patient¿s bg was 6 mmol/l then dropped to 4 mmol/l. The reporter stated that the educators changed the basal rate from 1.0 unit/hour to 0.80 units/hour. The reporter stated that the patient had major oral surgery with bone graft. The patient has abdominal hernia and is on multiple medications. The reporter stated that the patient had a lot of weight loss due to not eating. The reporter stated that when the patient is high and takes injection they do not have this issue. The reporter stated that the patient does not keep pump on and issue may be related to basal but is not sure. Customer support was not able to troubleshoot because the pump was not available. This report is being made due to the history settings issue.